Event description:
Tap: it was reported that 506 days after implantation of a 2.75x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending artery (lad). A pre-intervention stenosis percentage was not reported. A 3.0x18mm cypher stent was deployed in the lad. The distal end of the stent was noted to be "hazy" with "no dissection" evident. A 2.75x12mm taxus stent was deployed overlapping the distal end of the previously placed cypher stent. A post-intervention residual stenosis percentage was not reported. The patient presented 506 days after the initial procedure with "exertional jaw pain" and a 90% in-stent restenosis in the proximal lad. Initially attempts to cross the lesion with various percutaneous intervention devices were unsuccessful. The lesion was pre-dilated with a 1.5x15mm and a 2.0x15mm sprinter balloon. A 2.5x28mm cypher stent was deployed at 14 atm in the region of the lesion. Subsequently, the stent was dilated with a 2.75x15mm maverick balloon. A post-intervention residual stenosis of 0% was reported. The patient received heparin during the procedure. Complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.